Manufacturer narrative:
An event of difficulty removing delivery system and valve migration after deployment was reported. Information from the field indicated that horizontal aorta was noted which have have contributed to the reported incident. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the cause of the reported incident could not be conclusively determined. However, imaging were received from the field. Video recordings of fluoroscopic imaging of various valve deployment and release of valve implantation were provided from review. Possible to determine if all three retainer tabs have fully released or if one is possibly entangled from the delivery system. It is recommended to rotate the position to positions which can confirm the release of all 3 retainer tabs it is also not possible to determine the depth of annular placement of the valve at the time of these videos in the procedure. Related manufacturer reference number: 2135147-2023-01661-00na.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The valve was successfully prepared and loaded as recommended in the instructions for use (IFU). The patient had a horizontal aorta. There was sufficient calcium present to alow anchoring of the device in the opinion of the user. During deployment, the valve was slowly opened in cusp overlap and observed in three-cusp view. The valve opened completely and was at a depth of approximately 2mm. While opening the valve, a retainer tab on the valve got caught on the valve capsule of the delivery system. Despite the complete turning of the deployment re-sheath wheel, the retainer tab was still hanging in the system. After several pushes and turns on the delivery system, the retainer tab was able to be freed and the valve was implanted. The valve migrated further up due to the entanglement of the valve and delivery system, and the valve was no longer in the aortic annulus. The final implant depth of the valve was -3mm. The valve was still functioning well with good hemodynamics and without any perivalvular leak. The valve was not snared or repositioned. The aortic valve gradient following the implant was 0 mmhg. The patient did not experience any clinical signs or symptoms during or after this event. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.